Manufacturer narrative:
A titanium hexed screw (uniht) was returned for investigation. Visual inspection of the as returned products identified that screw was fractured across the threads. Functional testing could not be performed for the fractured screw. No pre-existing conditions were noted on the per. The device tooth location was not provided and no other information was provided. Pictures or x-ray images were not provided. DHR review could not be performed as the lot number associated with the products was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (uniht) was performed for similar events and no complaint about nonconforming products was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified.

Event description:
Additional information received confirmed that alleged device to be titanium hexed unscrew (uniht) that fractured within the implant. Fractured piece was removed. No serious injury was reported. Lot number remains unknown.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a healing abutment (tha44) fractured within the implant. Fractured pieces were removed. No serious injury has been reported.